Event description:
It was further reported that the target lesion was 15.0 mm in length. Residual stenosis after implant was 0%. The pt was admitted, 151 days post index procedure, with several weeks of increasing episodes of severe chest discomfort that were relieved with sublingual nitroglycerin. Recent cardiolite stress test (date not available) revealed inferior wall ischemia. Cardiac enzymes were negative and ECG showed: t-wave inversions in the inferior and anterior leads. The pt's medications at the time of this admission included asa and plavix. The pt was referred to cardiac catheterization. Angiography 152 days post index procedure revealed that the lmca was normal, the lad had 100% ostial occlusion, the lcx had 60% proximal eccentric fractured plaque, the rca had diffuse mid instent restenosis with a 90% stenosis prior to the crux in the distal rca, the svg to lad was not mentioned in the report, and the ef was 60%. CABG surgery was recommended per cardiac consultation report. The pt underwent off pump CABG surgery with svg to the obtuse marignal and svg to the r-pda (target vessel) 157 days post index procedure. Of note, pre-operatively, the pt's platelet count decreased to 41,000 this was felt to be due to heparin induced thrombocytopenia. After heparin was discontinued, the pt's platelet count remained low but elevated to 83,000 with worsening unstable angina on the day of surgery. During surgery, the pt underwent pericardial adhesiolysis for dense pericadial adhesions. No intraoperative complications were reported, however, an intraaortic balloon pump was inserted prior to completion of surgery for additional cardiac support. Post operatively, a transesophageal echocardiography (tee) was performed and revealed excellent cardiac function. The pt was successfully weaned from the intraoartic balloon pump. Post-operatively, the pt required a blood transfusion with 2 units of prbs for anemia incurred intraoperatively. A heparin-induced thrombocytopenia panel was negative and the pt's platelets returned to normal. The pt was discharged on asa and plavix therapy. In the opinion of the physician there was an unk relationship between the taxus stent an the event.

Event description:
Clinical study same pt as MDR 6000093-2005-00689. It was reported that 157 days after a coronary artery drug eluting stenting treatment procedure the pt underwent a target vessel reintervention of the right coronary artery (rca). The index procedure treated one target lesion. Target lesion 1 was a 2.5 mm vessel diameter, 99% stenosed region of the mid rca the physician predilated the lesion prior to placing one taxus express2 8.8% 2.50x 20 mm drug eluting stent without complication. The drug eluting stent was post dilated after deployment. The pt was discharged from the hosp one day post index procedure received asa, and plavix. The site reported that the pt underwent a tvr coronary artery bypass graft (CABG) of the rca to alleviate distal edge restenosis 157 days post index procedure. The pt was discharged from the hosp seven days post tvr.